Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy in 2008. During the procedure, a burn was noticed at the abdominal port site. The skin appeared black and charred. The burned area was trimmed off, excised and re-approximated. It was reported that a monopolar was used through the morcellator trocar. The procedure required five hours to complete.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted, as two devices were involved in this event. See also medwatch 210968-2008-00991. The same patient is represented in each medwatch.